Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a consumer via a manufacturer representative on (B)(6) 2017 regarding a patient receiving lioresal (500mcg/ml at 74.98mcg/day) via an implanted infusion pump. The indication for use was movement disorders. It was noted that the patient had a history (prior to pump use) of aicardi-goutieres syndrome. It was noted that the patient could not walk or talk, used a wheelchair, and wore a diaper. This was the patient's normal state. It was reported that on (B)(6) 2017 (the day of implant), the patient experienced a spinal fluid leak. It was noted that the patient could not stop vomiting and got a blood patch. On (B)(6) 2017, the patient started getting a seroma. At the time of report, the patient had a seroma on the front and the back where the incisions were. Swelling was noted, and the seroma had reportedly gotten larger over time. The patient's dose was reportedly at 100mcg/day after surgery, but she was too loose "like a wet noodle." It was later noted that the patient was "loose and doing great for the last 2.5 weeks." The dose was reduced to 50mcg/day, and this dose was working well. The therapy reportedly worked well for 2.5 weeks after implant, then stopped working. The medicine worked well for the patient when the therapy worked, and the patient had a positive outcome. It was noted that on (B)(6) 2017, the patient was sitting up longer than normal in her wheelchair. The patient's symptoms returned on (B)(6) 2017. The patient was having twitching, major spasms, became rigid, and her tightness was worse than before surgery. The patient's legs were reportedly jumping, which had never happened in the past. At the time of report, it was noted that the patient looked "like a pretzel ," and it was sad. The patient was reportedly in the emergency room because of the symptoms on (B)(6) 2017, and the dose was increased to 74.98mcg/day. The healthcare provider (hcp) reportedly noted that it would take 24 hours to see any changes. The reporter texted the manufacturer representative 5 hours in (on (B)(6) 2017) questioning why there was no change yet. The reporter was advised to wait the recommended 24 hours and to follow-up with the hcp if she still had concerns. The patient had no falls or traumas. The pump was reportedly latched onto the scar tissue to anchor the pump, and it was noted that the patient had a "hefty and thick scar (described as a bulge). The hcp reportedly told the reporter that something was odd about the physician programmer, and said that there could not be anything wrong with the pump or catheter. The hcp told the reporter that the patient may not be responding to baclofen, or that the patient may have an infection (a cold, urinary tract infection, or something like that). The reporter was told by the manufacturer representative that the patient could tighten up if they had an infection. It was confirmed that the patient was not sick, and the patient had blood work done and she had no infection. It was confirmed that the patient had no cold symptoms. The hcp reportedly noted that he may have shut the pump off by mistake with the physician programmer. It was noted that the programmer showed a refill on (B)(6) 2017 in which the dose was changed, the pump was filled, and a bolus was given, but the hcp said he did not do any of that. The reporter was concerned that a dye study could not be conducted because of the seroma, but the hcp reportedly said that the dye study would be ok with the seroma. It was noted that the patient "maybe has a dye study tomorrow at 3:15 pm." (Relative to (B)(6) 2017). They were trying to schedule the appointment. It was unknown if the issue was resolved at the time of report, and no surgical intervention occurred. It was unknown if surgical intervention was planned. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the dye study was performed and it was determined that the catheter had pulled out of the intrathecal space. It was noted that the drug had been pooling at the anchor location. The hcp had programmed the pump to minimum rate and was to discuss with the patient and their family what their next steps would be.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-sep-18 and from a consumer on 2017-sep-19. It was reported that per the hcp, the diaper changes on the patient caused the catheter to move out of position. It was noted that the reporter lifted the patient's legs at a 90 degree angle during changes but on other occasions she would roll the patient. It was noted that the reporter would just push the patient's shoulders when she rolled the patient and the patient's hips would not follow, so her spine would twist. The reporter questioned the options the patient's hcp gave her to replace the entire system or to just splice the catheter using a connector. Both options were reviewed and it was noted that the least invasive option would be to splice only. The patient's seroma (over the pump) was reportedly almost the size of a baseball, and it sounded like a water bed when the reporter touched it. It was noted that it almost looked like it would bust open all the stitches. The area on the patient's back was reportedly bigger than an egg, and it was noted that the hcp did not believe the reporter's allegation that the patient had a csf leak until he did diagnostics. The reporter knew that the patient had a csf leak because the patient had the same symptoms as the first csf leak [see mfg . Report #3004209178-2016-19321 for information regarding the first csf leak]. The symptoms specified were sensitivity to light, nausea/vomiting, and terrible headache. The withdrawal was reportedly horrendous once the catheter moved out of position, and it was noted that the hcp never gave the patient medication for withdrawal because he didn't believe there was anything wrong with the catheter. The patient's spasticity was reportedly "100% worse" and the patient was still jumping due to the spasms. The reporter kept questioning why the patient had 2 csf leaks, but other patients did not have any. The reporter noted that she wished she never did the implant because when the therapy worked after the most recent implant, it worked beautifully and it was so much easier to care for the patient. It was noted that the patient could sit straighter but couldn't do as much with her legs, however they were still titrating. It was confirmed that the patient's dose remained at minimum rate, and the hcp wanted to re-initiate the therapy before the patient had surgery to insert rods for scoliosis. The reporter was not sure if this was the right decision due to the risk of catheter complications that could arise during that surgery. It was noted that it would have been easier to make the decision on whether to replace the current system if it had never worked. The reporter stated that she may consult a "pmr" hcp to discuss whether botox injections would work before making a final decision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
At the time of report, it was unsure what actions/interventions were taken to resolve the catheter migration, and it was unknown if the catheter migration was resolved.